Event description:
It was reported that the customer received a button error alarm from her insulin pump. Her blood glucose level was 101 mg/dl. Standard troubleshooting was performed. The buttons on the customer's insulin pump were nonresponsive and she was unable to clear the alarm. She believes she might have laid on the insulin pump. The customer was advised to discontinue use of her insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).